Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the reported universal surgical manipulator (usm) drifting issue but replaced it as a precaution. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, universal surgical manipulator (usm) 3 was drifting at the wrist joint. The customer noted that the floor was not uneven and the other usms did not have the same issue. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23008 error was found indicating pot to encoder fault on the universal surgical manipulator (usm) yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor check was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was further tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of a component or module on yaw searchlight pca causing a sensor error. This issue can be resolved by replacing the usm or switching to a different patient side cart (psc).